Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's software was re-loaded to address the issue. During the evaluation, hte removable air foam and inlet filter were replaced due to being worn.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's software was re-loaded to address the issue.